Manufacturer narrative:
One device was returned for repair with complaint of 41786 error code. The problem was confirmed through functional testing. Device powered on then would alarm, making device unusable. Charged device for 250 hours. Complaint of "004 error" was unable to be confirmed through visual inspection and functional testing. Probable cause was unknown upon further investigation, lcd lens was found scratched. Replaced lcd lens. Updated software. Performed verification testing and device passed all testing criteria.

Event description:
It was reported that the pump showed error code 41786 and 004. Per reporter, the device needs an update as it still has 4.1 software. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.